Event description:
Plaintiff alleges that as a result of his repeated exposure to latex gloves, he developed a latex sensitization. He alleges that as a result, he has developed type 1 latex allergy with resulting anaphylaxis, rashes, severe itching, respiratory problems, skin lesions, dermatitis, chest tightness, shortness of breath, loss of sleep, extreme discomfort, fatigue, depression and emotional distress, all of which are of a permanent, continuing, life-threatening nature. As a direct and proximate result, plaintiff's wife alleges the loss of her husband's services, consortium, financial support, and the care and comfort of his society.